Event description:
The fixator was originally applied in 2000 to treat a distal radius fracture. In 2000 it was noted one of the ball joints was loose and was retightened in the physician's office. In 2000 the ball joint loosened again. At that time fixator was replaced. There was no injury or second surgery required.